Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reen1240 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was not marked. Customer change a new catheter.

Event description:
It was reported that the catheter was not marked. Customer change a new catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of missing depth markings on the catheter was confirmed and appears to be manufacturing related. The products returned for evaluation were an assembled 4fr groshong nxt catheter and a separate 4.8 cm trimmed catheter segment. The returned assembled catheter contained depth markings through 49cm while the returned catheter segment contained the depth markings from 55cm through 60cm. The printed stripe and depth markings were smudged from the 39cm depth marking through the proximal end of the catheter. The stripe and the depth markings between 56cm and 58cm were also partially missing. The illegible depth markings appeared to have occurred during the manufacturing print process. Bd is working closely with manufacturing to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.